Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that insulin leaked from the o-ring on the cartridge. In addition, it was reported that a cartridge change error occurred with the cartridge during the load sequence. Customer¿s blood glucose level was between 144-200 mg/dl. Reportedly, the customer performed a cartridge change resolving the issues.